Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module ac power light not being lit along with the power module not being supported by the backup battery was confirmed via the submitted videos but was not confirmed during evaluation of the returned power module. The account submitted two videos. One video captured the ac power and battery light emitting diodes (leds) were not lit despite the system monitor being powered as expected. The other video captured the connected system monitor was off, the connected system controller displayed a no external power alarm, and the mock circulatory loop was supported by the backup battery in the controller. The returned power module, serial number (B)(6), was received and evaluated at the service depot on 16mar2026. The unit was connected to ac power and booted up as intended. The power module was connected to a test controller, and mock circulatory loop and the power module functioned as intended. The power module was able to be supported on the backup battery without issue. The reported event was unable to be reproduced on the returned power module. A root cause for the reported event was not conclusively determined through this analysis. Incidental finding: self-test issue traced to the main pcb. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D, and heartmate 3 patient handbook, document rev. A, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section f of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A. Patient information and or involvement has not been provided/confirmed. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the power module's power on light was not functional, and the power module did not operate on battery power when unplugged from ac wall power.